Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation

Event description:
The clinician reported that 5 months after the dental implant and abutment were placed in type ii bone in ada site 20, the implant had not achieved osseointegration. Clinician reports pain, an infection, swelling and exudate. The product will be forwarded to the manufacturer for investigation. There were no reported post-op complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 5 months after the dental implant and abutment were placed in type ii bone in ada site 20, the implant had not achieved osseointegration. Clinician reports pain, an infection, swelling and exudate. The product will be forwarded to the manufacturer for investigation. There were no reported post-op complications.